Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.